Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: five (5) samples and one (1) photo were provided by the customer for investigation. The returned samples were visually examined and all five (5) of the returned samples were found to have a shadowed effect providing a double print image appearance. One (1) photo was also provided by the customer. The photo shows a syringe being held by a person. The gradient scale appears to be slightly blurred or hazy. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the samples provided. Root cause description: probable root cause, lack of pressure between the print pad and the syringe, if syringe rotates as it gets printed, it can cause double print appearance. Rationale: bd acknowledges that the returned samples had a shadowed effect providing a double print image appearance. As these occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 95 bd¿ luer-lok syringes were found before use with double printed scale markings. The following information was provided by the initial reporter: "our customer has reported to us that they are currently having issues with your product p/n 301035, they had reported that they found 95 defective parts out of 5,000 with double printing."